Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and the mesh was implanted. It was reported that the patient had total urinary retention after prosthesis implantation. It was also reported that a part of the device was removed during a procedure on (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Events associated with patient's first event reported via mw # 2210968-2022-02325. Events associated with patient's second event reported via mw # 2210968-2022-02326.